Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle would not inject. The following information was provided by the initial reporter: "needle malfunctioned and would "not inject".

Event description:
It was reported that the bd safetyglide¿ needle would not inject. The following information was provided by the initial reporter: "needle malfunctioned and would "not inject".

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.